Manufacturer narrative:
No device failure or malfunction is alleged by the customer.

Event description:
It was reported that during a procedure the core impaction drill was used without the bur guards and the top teeth of the patient were cut. The instructions for use indicate that the bur guards must be used with the core impaction drill. Upon follow-up no further information was available from the customer.

Manufacturer narrative:
The customer decided not to return the device for evaluation. According to the alleged event, the user was operating the device without a bur guard; a hazardous situation for which there are warnings both in the IFU and on the device itself. The customer decided not to return the device for evaluation.

Event description:
It was reported that during a procedure the core impaction drill was used without the bur guards and the top teeth of the patient were cut. The instructions for use indicate that the bur guards must be used with the core impaction drill. Upon follow-up no further information was available from the customer.